Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the sensor kits were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor detached on day 9 of wear. On (B)(6) 2020, as a result of the customer not being able to monitor their blood glucose, the customer experienced sweating, feeling cold, and lost consciousness. Hcp contact was made and the customer's blood glucose was tested and was treated with an injection of glucose for hypoglycemia. There was no report of death or permanent injury associated with this event.